Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
On (B)(6) 2016, pentax medical received a customer report stating tissue from a previous procedure came out of the channel during priming of pentax video colonoscope model ec38-i10l/serial (B)(4) for a procedure. The video colonoscope was not used on a patient, and put aside to be sent in to pentax for evaluation. Clarification on the event details was received from the customer on (B)(6) 2016 which stated while the nurse was testing the video colonoscope, debris was seen coming out of the air/water nozzle. The facility did not know the composition of the expelled debris and therefore, sent the video colonoscope in to pentax for evaluation. Pentax medical (B)(4) received the video colonoscope on 01/19/2016. The channels were flushed and a piece of debris was expelled after purging the air/water channels. The piece of debris was sent to a laboratory for material analysis. Pentax medical canada received the results of the material analysis which revealed the debris material to be consistent with cellulose bulb material, resembling a chip of cardboard or thick paper. The results of the material analysis were communicated to the customer, in addition to stating the material is not part of the video colonoscope. The facility stated they were unsure how this event occurred and will investigate further. The video colonoscope was shipped to the customer on 01/27/2016 as all functional tests passed during the evaluation performed by pentax medical. Pentax medical (B)(4) filed (B)(4) with (B)(6).

Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
No further information was received regarding the facility's investigation. A device history review was performed on (B)(6) 2016 confirming the endoscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. The video colonoscope was shipped to the customer on (B)(6) 2016 as all functional tests passed during the evaluation performed by pentax medical. Since no further information regarding this event has been received from the facility, pentax medical closed the investigation on 03/10/2017 and considers this medwatch report closed.